Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. Customer also reported that the insulin pump had a failed battery test alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent keypad unresponsive due to corroded keypad traces at keypad flex fingers. Unable to download history file and verify failed battery alarm due to moisture damage on electronics assembly. Unit was received with moisture damage on motor. No stuck button alarm noted. Unit was received with cracked retainer, minor scratched display window and scratched case.